Event description:
The patient stated he was still in hospital due to infection after getting implant. Did not provide details of cause of infection. Noted to be on antibiotics to treat the infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).